Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a pharmacy reported on a patient's behalf that a memoir device had a defective display. The user returned the actual complaint device (lot 0902c02, manufactured february 2009) for investigation. The investigation did not confirm the reportable malfunction, missing dose number segments. The investigation determined that the lcd display had cracked as a result of an impact load to the lens while in the field. The malfunction is confirmed. As a result of the damage, the dose area of the display is blank. So while the device remains mechanically functional, a dose cannot be selected. The user manual instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' There is evidence of improper use or storage. The most probable cause for breakage of the lcd was a mechanical impact load to the pen while in the field. The observed damage to the device was atypical with normal use.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010, it was reported that the patient's humapen memoir had missing segments in the display. The humapen memoir is associated with product complaint (B)(4). The returned pen was found to have a cracked display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on 07-jan-2011.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2010 it was reported that the patient's humapen memoir had missing segments in the display. The humapen memoir is associated with product complaint (B)(4). The returned pen was found to have a cracked display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4)-2011. Update (B)(4)-2011: additional information received (B)(4)-2011 via global product complaint database. Added device specific safety summary.